Manufacturer narrative:
Product in complaint was returned to zoll circulation on 12/30/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform was returned to manufacturer for analysis. The reported complaint was confirmed based on archive review. Review of the archive data shows that a small object ((B)(6)) was used on the platform during compressions. No patient related events occurred with the use of this platform, this issue was identified by the customer during a routine shift check. Visual inspection of the platform did not indicate any issues. Review of the archive confirmed that ua02 messages were observed on the reported event date of (B)(6) 2013. Further review of the archive also revealed that the customer experienced the ua02 message on (B)(6) 2013 and (B)(6) 2013. On these specific dates, the ua02 was observed to occur during shift checks. Functional testing of the platform was performed for 5 minutes with a test (B)(6) and a lrtf (large resuscitation test fixture). Testing of the platform revealed no issues and/or error messages. The platform functioned as intended. In summary the customer's reported complaint was confirmed and ua02 was observed in the autopulse archive. Testing of the platform could not reproduce the user advisory 02 message. Additional investigation could not identify any issues with the platform. The platform was evaluated through functional testing and the platform passed all testing criteria. No parts were replaced as part of this investigation as the platform passed all testing and inspection criteria.

Event description:
Complainant alleged that during a shift check while in use with a mannequin, the autopulse® resuscitation system displayed a user advisory ua 02 (compression tracking error) message that was unable to be cleared. The crew switched and reset the lifeband, while ensuring that the mannequin was properly placed. The platform however, proceeded to perform one compression, stopped and then displayed another user advisory ua02 message. There was no report of any patient involvement. No further details were provided.